Event description:
The plaintiff's attorney alleged that the plaintiff was implanted with a monarc sling system on (B)(6) 2007 to treat her stress urinary incontinence. It was alleged that the plaintiff experienced urethral pain, erosion of her internal bodily tissue, scarring, burning and itching during urination, vaginal burning, pain with urination, infections, vaginitis, frequent urination, urethral erosion, mental and physical pain and suffering, disability, and permanent injury. About one month after the initial implant surgery, the plaintiff was seen by her physician for severe vaginal itching. About two months later, she returned with symptoms of a urinary tract infection. The plaintiff had additional surgery on (B)(6) 2007 to remove the device. The plaintiff underwent additional surgery on (B)(6) 2008 for removal of a foreign body inside her urethra meatus. On (B)(6) 2011, she again underwent surgery for device removal due to mesh erosion and frequent urinary tract infections. She also experienced irritation and worsening stress urinary incontinence.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.